Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2017 with blood glucose of 582 mg/dl or 562 mg/dl. Customer had symptom of high blood glucose; customer was vomiting and had a headache. Customer was hospitalized due to diabetic ketoacidosis. Customer was still hospitalized at the time of call and was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. Customer declined to check for leaks or air bubbles, site or insulin issues, and settings. Customer would call back when in receipt of tubing clamp in order to complete high pressure test.